Manufacturer narrative:
Reference manufacture report number 2015691-2014-00462 for related MDR. Per the instructions for use (IFU), device malposition requiring intervention and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition or ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, as reported, the cause of the too ventricular deployment of the valve was the delivery catheter not being appropriately adjusted during deployment. The image intensifier angle was also reported as fair. It appears that the cause of the embolization of the two valves into the ventricle was a combination of the 2nd valve being deployed too ventricular and subsequent power injection for the aortic root angiogram. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4)basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, two 26mm sapien valves embolized into the ventricle. The first sapien valve was deployed in a 40/60 aortic/ventricular position, tee evaluation showed no paravalvular leak and trace central regurgitation with the guidewire across the valve. The delivery system and guidewire were withdrawn from the annulus. At this point the patient¿s blood pressure dropped and further evaluation of the aortic annulus with tee showed severe central regurgitation. It was thought that one of the leaflets could have been caught by the native valve calcification causing the severe central regurgitation. The manipulation of a pigtail catheter in the annulus did not change the leaflet function or improve central regurgitation. A second 26mm sapien valve was prepared and implanted; however the deployment was lower than intended, due to the delivery catheter not being appropriately adjusted during deployment, resulting in a 30/70 aortic/ventricular position in the annulus. Tee revealed trace central regurgitation. A power injection for aortic root angiogram was done, both valves embolized into the left ventricle during the injection. During the procedure there was fair image intensifier angle. The patient was converted to a surgical aortic valve replacement, a surgical valve was implanted and the two sapien valves were removed. The patient was transported to recovery in stable condition.